Event description:
The patient reported that she sought medical attention at urgent care on (B)(6) 2025, as she had changed the pod in the middle of the night. The reason for seeking medical attention was related to an issue with the omnipod 5 product. The visit lasted no longer than 15 minutes, and she was discharged on the same day. The symptoms included bleeding at the site, the cannula sticking out, a big red ring, pus, warmth, and pain. She was diagnosed with a skin infection and prescribed antibiotics, advised to wash with soap and water, and avoid touching the site with dirty hands. The site was prepared using alcohol wipes, and the pod was removed slowly. The pod was worn longer than 48 hours on the arm.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.we are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.